Manufacturer narrative:
Additional information: patient demographic information is now provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the collision zone message appeared on the imaging system. The issue occurred after taking an initial image acquisition, saving the position of the gantry and when moving the gantry out of the surgical area. The representative reported that the directions for gantry motion were not working on the pendant. Opening the gantry and closing it did not resolve the reported issue. The imaging system was moved through the lift & shift function to continue the procedure, but the message remained. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.